Event description:
It was reported that the anesthesia system failed the pressure transducer test during a system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of this complaint has been completed. The field service engineer (fse) was on site, and the anesthesia system was investigated. The investigation concluded that the expiratory pressure transducer pcb was faulty and needed to be replaced. After the replacement, the anesthesia system was successfully tested and cleared for clinical use. The replaced part was kept by the customer and can therefore not be investigated. The evaluation of the received device logs confirms the reported problem. The test log shows that the pressure transducer failed due to the measured zero pressure offset for the expiratory pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. Furthermore, the technical log shows airway pressure sensor errors related to pressure transducer issues. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse investigation and evaluation of the logs, is that the reported failure was caused by the expiratory pressure transducer pcb.